Event description:
It was reported that bd nexiva sp with maxzero leaked at the septum. The following information was provided by the initial reporter: rn (registered nurse) placed ej piv (external jugular vein peripheral intravenous catheter). Blood immediately started to "bubble" out of the place where the needle retracts out from. Blood did fill the remainder of the piv correctly, but when staff went to flush the piv with saline, the saline also expelled from the same area. 2/26/2027: no harm to patient, was caught before reaching patient.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. However, the reported defect of leakage at septum (nexiva) is confirmed since a trend has been identified for the reported failure mode and corrective actions have been initiated to investigate this type of incident and identify the root cause. We would be very interested in examining product that does not meet your expectations and our quality standards.